Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump was implanted on the patient on (B)(6) 2026 and there was difficulty achieving flows at normal speeds through the pump and the pulsatility index (pi) readings were low. The pump speed was increased and decreased several times without resolving the low flow alarms and no signs of thrombus. The pump was explanted. A second pump was implanted and were able to get adequate flows. The log files were submitted for review. The event log files contained various alarms and set speed changes with the new implant. Abnormally low flow estimates were seen as well. The log files contained intermittent internal left ventricular assist device (lvad) faults for harmonic compensation and motor instability. Once the new pump was implanted and started, no further low flow alarms occurred.